Event description:
Post investigation findings indicate that the bd needle 21ga 1-1/4in lax pulled out of the hub. The following information was provided by the initial reporter translated from spanish to english: a pharmacy customer that when opening the product, the probe was stuck to the plastic case and could not take it out, for this reason requested the return or replacement of the product. Broken needle, which is stuck to the cap and cannot be removed. Additional information provided: I share the requested data with you. Are additional photos of the needle related to the incident available for analysis? Yeah is the sample related to the reported event available for analysis? Yeah if yes, please indicate the quantity. (B)(4) piece. ¿ name of the sender. (B)(4). ¿ pickup address: (B)(6). ¿ package dimensions: 11.7cm long x 2.8cm wide and 6.5cm high. ¿ telephone number: (B)(6), returns department (B)(6). Could the product be used? No, it was replaced. Was any harm caused to the patient/healthcare professional (detail)? No, the impact was economic, since the unit was replaced by the pharmacy and the pharmacy subsequently requested a refund from the wholesaler and this in turn from prodcutos científicos s.a. Of cv. The patient reported that it was during the preparation of the syringe that he could not remove the needle from the cap and then observed that the metal part was stuck to the cap.

Manufacturer narrative:
One video and three photos were received by our quality team for evaluation. Upon visual inspection, it is observed that the hub separated from the shield which contains a cannula inside; however, it is not possible to see that the cannula is broken or any fragment of it has remained inside the hub. The incident was verified as "needle pulled of hub". A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause can be contributed to the production process. Actions were put in place to help prevent reoccurrence of the failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.